Manufacturer narrative:
It was reported by the initial reporter that the patient may not have been a "good match" for the device. In addition, it was reported that the shuttle of the device may not have been moved during the time the device was in place. Patient suitability factors are described in current product labeling. Labeling states that suitability factors to consider include patients with protruding teeth, patients without teeth or unable to wear upper dentures thereby lacking the maxillary support required to use the etad device. In addition, a recommended time interval to move the device shuttle is described in the product labeling.

Event description:
It was reported that after etad was removed, a laceration that went through the lip was noted. Plastic surgery was performed to repair the lip.